Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. It was noted imaging was challenging throughout the procedure. One clip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2023, transesophageal echocardiogram (tee) was performed and revealed that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to severe was due to the slda. The cause of the reported incomplete coaptation (periprocedure) associated with the slda could not be determined. The reported image resolution poor was associated with difficulty visualizing the leaflets and the clip simultaneously. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.